Event description:
Ongoing problem since (B)(6) 2010. Reported to vendor but no resolution. Nxstage pure flow b solution 5000 ml bags have been found leaking into the outer wrap; to contain holes punctured in the bags and therefore, leaking the leak from the port; to have the port disengage from the lining of the bag while hanging on a pt; to have the bag fall from the IV pole because, the hang enclosure broke. Dose or amount: 5000 ml bags. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: dialysate solution for ICU pts. Event reappeared after reintroduction: yes.